Event description:
The customer reported that they received a calibration error and a weak signal. The customer's current blood glucose was 112 mg/dl. The customer went to the hospital two months ago because the site got infected. The customer's blood glucose levels while he was in the hospital was in the 400's mg/dl. The customer was given an IV/antibiotic, and a sonogram at the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.